Event description:
Customer reportedly received the following results on compact plus system 1/compact plus system 2 within 10 minutes: 17 mg/dl/82 mg/dl; 35 mg/dl/91 mg/dl. The comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device however customer no longer has the test strips; replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 2 (lot number and expiration date unknown). (B)(4). Will not be returned to manufacturer.